Manufacturer narrative:
Investigation summary: review of amplification curve screenshots provided by customer show multiple curves crossing two thresholds. Unable to decipher what each curve represents. Review of qc documents show that m124 lot #190790 performed as expected. Customer troubleshooting showed that their process buffer became contaminated and was the source of the false positives. Root cause: customer procedural error; contamination, source: phone.

Event description:
Customer reporting a full plate of positive sars results. No confirmation testing was performed. Each patient event will be reported separately.